Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and life-threatening ketones. Cause was unknown, and a specific bg value was not provided. Reportedly, the customer required assistance from a nurse to deliver a bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.